Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a pace malfunction error. There wa no patient involvement.